Event description:
It was reported that the right atrial (ra) lead was undersensing and it resulted in the implantable cardioverter defibrillator (ICD) delivering inappropriate therapy. The ICD delivered anti-tachycardia pacing therapy which was not successful in term rhythm and a shock was delivered. The rhythm/rate then fell below zone. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006. (B)(4).